Event description:
On 11-feb-2026, it was reported by a sales representative via (B)(4) that a qty. 2 of ar-9621-30t 30mm taps had the tip break off. It was reported that a piece broke off inside the patient and was not retrieved. This was discovered during a reverse total shoulder procedure that was completed successfully using first standard procedures.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.